Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope exhibited the adhesive peeling off on the tip of the fixing screw. There were no reports of patient involvement.

Manufacturer narrative:
Information added to h3 and h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the malfunction was confirmed; however, a definitive root cause for this event could not be determined. Olympus will continue to monitor field performance for this device.